Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# (B)(6). Product type programmer, patient product ID 97755. Serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during stimulation, a ¿device not detected¿ message appeared. ¿charge¿ was selected, and forced charging was attempted after adjusting the antenna position; however, the messages ¿attempting to charge,¿ ¿checking charging status,¿ and ¿device not detected¿ repeated. Eventually, ¿system problem occurred (77)¿ appeared. A reset was guided and the device returned to the home screen. It was also reported that the antenna area was hot to the point that it could not be touched, so it was advised not to continue charging and to wait until it cooled down. The issue was not resolved at the time of the report

Manufacturer narrative:
H7: added information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.